Event description:
The customer reported to baxter (B)(4) a cyto luer set in which could not be connected to viaflo bags. The condition was identified before patient use; therefore, there was no patient injury or medical intervention associated with this event. This is report 2 of 10 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). Two actual samples were received for evaluation. A visual inspection of the returned samples revealed that the cytoluers were attached to a viaflo bag without difficulty and reconstitution could be performed. Therefore the reported condition was not confirmed and no assignable root cause could be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Two of the ten actual samples were received for evaluation.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.